Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a female pt came into the emergency room with a history of diabetes. Upon arrival, the pt's blood sugar was registering at over 1000. She was started on an insulin drip with a spectrum pump at 6 ml/hr (the concentration was 1 unit insulin/1ml of dilatant and was delivered in a 100 ml bag). The nurse checked on the pt after 1 hr and observed that the entire medication had been delivered to the pt. It was reported that the pt's blood sugar was checked and it was found to be down to 199 from >1000. This required an overnight hosp stay for observation that required blood glucose levels to be checked as well as the administration of IV dextrose, both 50% and 10%. The pt responded well to this treatment and was discharged asymptomatic after 24 hours.